Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that connector, designator p11 was not fully seated into connector, designator j11 on the power pcb assembly. The connector was reseated, and then proper device operation was observed. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.